Event description:
It was reported by service report that the fowler cylinder was leaking fluid. It was not maintaining position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.